Manufacturer narrative:
(B)(4). Additional information: does the surgeon attribute the chylothorax to the use of the device? Please explain. No. This is a routine complication. Why did the surgeon have to open another incision? Because the anastomose failed at the 1st cut. Did a piece of the blue ancillary trocar fall into the patient? No. How was the chylothorax treated? Not sure. What is the current status of the patient? The patient is fine now.

Event description:
.

Event description:
It was reported that during an esophageal cancer procedure, the surgeon opened an incision and used the device to do esophagus-gastric side by side anastomosis. The device could not work as the plastic shaft which was used for making the purse was broken into the anvil when removed by forceps. The surgeon had to open another incision and changed to hand sewing to complete the procedure. The patient had chylothorax after the surgery. The whole procedure was delayed around an hour and a half and the patient was given more anesthetic. Additional information has been requested and should the information be received, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device arrived in good visual condition and with the tip of the ancillary trocar lodged inside the anvil. The breakaway washer was present and uncut and the device was received fully loaded with staples. The device was tested for functionality and was fired at the high-b setting; it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.